Manufacturer narrative:
Based on the supplier investigation, the device history record review for serial number (B)(4) did not indicate any exception that could lead to the reported incident. All material and production processes and pre-shipment inspection results met the required specifications. No sample was available for investigation, only a photo was provided which shows the bent leg. The supplier reviewed the device master record for product code zchmt25bg and there have been no design changes or material changes on the tubing specifications. This device was shipped on august 21, 2017. The reported rollator was designed for indoor use and was not intended to be used as a wheel chair, as indicated in the instructions for use. In 2017 to increase awareness to the users, a warning label was added to the device to clearly inform users to not use our rollator as a wheelchair or transport chair. From the investigation the root cause for the reported incident could not be determined. Based on the information provided no additional action will be at this time. We will continue to monitor for any similar reports.

Event description:
Customer alleges he was injured while sitting on the seat of the cardinal walker and that the walker failed as a support because the leg buckled resulting in him falling. He needed to use the walker and bent the leg back. However, you can still view the failed leg. He was first treated in the emergency room of (B)(6) hospital.